Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] a part of the device not identified: aerobic microbial(50 to 100 colonies) [second time; (B)(6) 2020] a part of the device not identified: aerobic microbial(10 colonies) [third time; (B)(6) 2020] the suction channel: aerobic microbial(10 to 50 colonies) and pseudomonas species(10 to 50 colonies) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.